Event description:
It was reported that a durom us acetabular component 52/46 l was implanted on (B)(6) 2007, on the right side. The patient is being monitored due to pain.

Manufacturer narrative:
The manufacturer did not receive devices, xrays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. (B)(4).